Event description:
It was reported during the patient's scs trial procedure a csf leak occurred. The physician completed the trial. The physician used a saline patch and instructed the patient to lay straight and drink caffeinated beverages. The next day the patient complained of a headache, and the physician performed a blood patch. Follow-up identified the patient's headache has resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.